Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 2.50x38mm promus element ¿ long drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent strut was lifted up. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes updated. Device evaluated by MFR: promus element, mr, ous 2.5x38mm stent delivery system (sds) was returned for analysis. A visual and tactile examination found the centre struts were damaged. The struts (12&13th from proximal end) appeared to be slightly stretched from the crimped position. The od (outer diameter) of the proximal stent & distal stent od were measured and are with in specification. This indicates that there were no issues with the crimp stent profile. The balloon cone profiles were reviewed and the proximal cone was bunched. The distal balloon wings were tightly wrapped and evenly folded. The balloon was not subjected to positive pressure. A visual and tactile examination found no damage to the hypotube. A visual and tactile examination found no damage to the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 2.50x38mm promus element long drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent strut was lifted up. The procedure was completed with a different device. No patient complications were reported.